Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error when she pressed the up and down arrow buttons. The insulin pump was cracked where the reservoir sits and on the right hand corner of the display. Customer's blood glucose level was 446 mg/dl. She was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.